Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited intermittent loss of capture (loc) with a heart rate of 31-32 bpm. A magnet was placed, and there was capture. Thresholds were programmed to 1.2v at 0.6ms but measured at 1.6v at 0.2 ms at the time of report; this may have resulted in the observed loss of capture (loc). The patient also reported new chronic atrial fibrillation (af) and dizziness, and an irregular rate due to undersensing of the af. The field representative programmed sensitivity to ra 0.25 and rv 3.5. Blanking was adjusted as af waves were falling into blanking. This device remains in service. No additional adverse patient effects were reported.